Manufacturer narrative:
Product ID 3093-28, lot# v050375, implanted: 2007-(B)(6), explanted: 2013-(B)(6), product type lead product ID 3037, serial# (B)(4), implanted: 2007-(B)(6), product type programmer, patient product ID 3093-28, lot# v050375, implanted: 2007-(B)(6), explanted: 2013-(B)(6), product type lead. (B)(4).

Event description:
It was reported that there was a loss of stimulation and a loss of therapeutic effect. Symptoms included pain at the device pocket and lead location. The system was explanted.